Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m9131l. Conclusion: the analysis results of the er320 device found that it was received with the lockout mechanism prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled and it fed and formed twelve conforming clips; however, upon evaluation it ejected five clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which is evidence that a premature lockout occurred and led to the reported incident. However, no conclusion could be reached as to what may have caused this condition. No conclusion could be reached as to what may have caused the ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, two spit clips after he cocked them and the third device jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.